Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the battery charger did not work was confirmed. An assessment was performed on the device which found the housing was cracked around the screws in the back, the charging/indicating lights for bays 3 and 4 did not stay on or work properly, and the battery power line (bpl) contact in bay 2 appeared to be coming out. It was further noted that the charging bays were damaged and did not work, and the housing was cracked. The assignable root cause was determined to be due to improper handling. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery charger device did not work. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.